Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 195 mg/dl. Tandem technical support provided customer with reset information, and was told to follow up for further assistance.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.